Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet pump and was unsure about best practices; the user reported inadequate training from an external trainer, and the plan included contacting customer support for additional training and a possible pump factory reset; oral glucose was used to treat a low glucose episode. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed insufficient information and no findings available, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.